Event description:
Hcp reported patient had a MRI 02/2004 of the head/spine which lasted approx two hours. Following the procedure the patient noticed two beeps sound. Patient presented for a pump refill. The physician interrograted the pump and found it to be in memory error. The pump had been shut off for 184 hours and the patient had not received medications during the time. Upon interrogation the calibration constant had not changed since implant and the drug concentration also was not changed. The patient was programmed to previous settings. Currently the patient is reported as doing fine. Hcp reported patient has had approx 10-21 MRI's since pump was implanted.